Manufacturer narrative:
Vyaire file identification: (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available device.

Event description:
It was reported to vyaire medical that low fraction of inspired oxygen occurred on the avea ventilator. The customer reported there was no patient involvement associated with the reported event.